Manufacturer narrative:
The returned lead fragment was visually and electrically analyzed. The visual inspection revealed several deep cuts in the insulation and deformations of the shock coil. It is reasonable to assume that these cuts resulted from the explantation procedure. Due to the inserted explantation tool the electrical analysis was not properly feasible. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On (B)(6) 2018, rv shock impedance was > 150 ohms during interrogation. Shock impedance trends reviewed on home monitoring show lead impedance trend has been greater than 150 on a regular basis going back many months. Other test were normal. (B)(6) 2018 rv shock impedance remained out of range >150. Device was reprogrammed rv > svc and shock impedance was normal over last 2 months. No noise detected on hm. This lead and device were explanted.